Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This report was received from (B)(6) and is a solicited report by a physician from (B)(6) of lines that were disconnected and had leaked solution and peritonitis in a patient coincident with dianeal unknown bag and extraneal viaflex therapies for automated peritoneal dialysis (apd). This is one of multiple reports by same reporter. On an unreported date in (B)(6) 2011, during pd therapy, that patient realized that some of the homechoice lines were disconnected and the patient had leaked solution. The patient reconnected the lines and completed therapy. On (B)(6) 2011, the patient experienced abdominal pain. On (B)(6) 2011, the patient was hospitalized for peritonitis manifested by abdominal pain and cloudy effluent. On (B)(6) 2011, the patient began remedial therapy with vancomycin and ceftazidime (doses, frequencies and routes not reported). At the time of this report, remedial therapy was ongoing and the patient remained hospitalized. It was unknown if dianeal unknown bag and extraneal viaflex therapies were ongoing or if the events of lines were disconnected and had leaked solution and peritonitis had resolved. The physician considered the event of peritonitis to be related to dianeal unknown bag therapy. The physician did not provide an assessment of causality for the event lines were disconnected and had leaked solution. The physician did not provide an assessment of causality for extraneal viaflex therapy.